Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would clear the alarm and if necessary, the supplies on the pump would be changed. The customer's blood glucose (bg) level was 298 mg/dl and a bolus was delivered to address the high bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.